Manufacturer narrative:
Result of investigation: the root cause of the issue was defective o2 pressure regulator. Most likely restriction of the p2 regulator hole caused by injection molding deburrs during manufacturing. Exact root cause under investigation.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation and the customer were asked to sent the logfiles. No root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 has failed to consistently deliver the correct volume to the patient and displayed oxygen analyzer failure alarm. Readings fluctuated from 80% to 30% and then back to 80%. The patient was transferred to a back up ventilator and customer confirmed that there was no patient harm associated with the reported event.